Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the remotely and confirmed that the system was unable to boot up. Review of the system log file showed that there was malfunctioning in pc. Upon troubleshooting, rse found that the screen went black; the review monitor remained completely dark, and the leds of other modules were flashing, intermittently turning off and then flashing repeatedly. To resolve this issue, fse went onsite and replaced the host pc. The defective host pc was returned to philips for analysis and found that the failed component was motherboard. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.